Event description:
I was scheduled for a uterine artery embolization in uae. The procedure took 4 1/2 hours and was exposed to 6 gui of radiation with burns, and a vascade vascular closure device was implanted. I reported pain to the surgeon and the board of interventional radiology and was told that there was nothing that could be done about my pain. I have excruciating pain in my groin with pain shooting down my legs. A recent CT scan captured inflammation in my groin and abdomen. The procedure was conducted at (B)(6); visit date: (B)(6) 2023; sex: female I was told to place the pamphlet with my passport to let the tsa (transportation security administration) know a medical device was implanted in my body. After the surgery, an ultrasound or fluoroscopy was not completed to verify vascade's position. I was an inpatient at (B)(6)on (B)(6) 2023. I was seen for a consultation in reference to the device by dr. (B)(6) a vascular surgeon. He said he was not familiar with the device and didn't know why a dissolving device wasn't used but he could not see any swelling so therefore nothing could be done about the device removal or correction. The defective product is still inserted in my body. I feel the procedure failed based on all the complications I have endured and continue to have. I have requested to be examined by the surgeon who implanted the device but she has refused to address my concerns. I would like to have the device removed because I am experiencing a great deal of pain with infection. I was exposed to a high level of radiation by the surgeon performing my uae during the procedure. I am unaware of what device was used to omit the radiation. I was only notified of the high levels of radiation exposure after I complained to the surgeon about burns on my body.